Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a defective valve v13 and replaced it. The cse also replaced the sample syringe, the base pump and the ancillary probe. The cse checked all the alignments, ran precision testing, quality controls, and patient samples. The cause of the discordant intact parathyroid hormone, progesterone, vitamin d, vitamin b12, and folate results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant intact parathyroid hormone (ipth), progesterone, vitamin d, vitamin b12, and folate results were obtained on multiple patient samples on an advia centaur xp instrument. The samples were repeated on the same instrument, resulting different from the initial results. There are no known reports of patient intervention or adverse health consequences due to the discordant intact parathyroid hormone, progesterone, vitamin d, vitamin b12, and folate results.